Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 900 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting. The patient was treated with insulin and IV's (intravenous). It was also stated that it was discovered that the cannula was out of her body and cannula looked bent. The patient was released the 2 day later. The pod was removed at the hospital by the patient. The patient also stated the pod was thrown away.